Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the patient's tongue was scalded by an electric leakage while using the evac 70 xtra hp. After that the patient was treated with electrocautery. The problem caused a delay shorter than 30 minutes. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. There was no electric leakage observed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following statement "care should be taken in monitoring the targeted tissue during ablation to ensure consistent and controlled tissue removal is maintained. Care should also be taken to ensure surrounding tissue is properly monitored. Due to the smaller anatomies of certain patients, carefully monitor the surrounding tissues to ensure tissue ablation is localized to the targeted tissue. A review of risk management files found that the reported failure was documented appropriately. Since it was reported the patient was discharge, no further clinical/medical assessment is warranted at this time. Visual investigation of the customer submitted photo revealed product details of the device and showed tissue damage on the patient. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.